Event description:
It was reported that a patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). G2- australia. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01531, 0001822565-2023-01533, 0001822565-2023-01544. D10-medical product: unknown zss articular surface, unknown zss tibial tray, unknown zss stem. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinged prosthesis right total knee arthroplasty with possible bony fracture of the proximal tibial tuberosity. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01531; 0001822565-2023-01533; 0001822565-2023-01544; 0001822565-2023-01807; 0001822565-2023-01808; 0001822565-2023-01809; 0001822565-2023-01815; 0001822565-2023-01810; 0001822565-2023-01811; 0002648920-2023-00145; 0001822565-2023-01812. D10-medical product: articular surface with segmental hinge post size f 17 mm height- item# 00585006017, lot# 65610734. Proximal tibial component (tibial body x1 tibial bushing x1) size 3- item# 00585000310, lot# 65017226. Fluted stem extension straight precoat 13 mm diameter 130 mm stem length- item# 00585205013, lot# 65593888. Prc agmt block post sz f 5mm- item# 00599003601, lot# 64604069. Trabecular metal femoral metaphyseal cone, 35mm, small, right- item# 00545002036, lot# 64521547. Prc agmt block post sz f 5mm- item# 00599003601, lot# 64574668. Distal femoral augment block precoat- item# 00599003620, lot# 64394201. Distal femoral augment block precoat- item# 00599003610, lot# 64649239. Cement shield hinge service kit size f- item# 00585007516, lot# 63067566. Long 13mm diameter 155mm length straight stem extension- item# 00598801113 lot# 62846748 stem collar 30 mm o.d.- item# 00585204030, lot# 65422949. Copal g + c bone cement- item# 66041214, lot# 96634967. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately three months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.